Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 235 units. The customer's blood glucose level was 352 mg/dl. Reportedly, a new cartridge was loaded once additional supplies were obtained.